Event description:
It was originally reported on (B)(6) 2010 that the patient¿s shaking had returned for the past six months. The patient stated that she was shaking just as bad with the implantable neurostimulator (ins) on as she did with it off. Reprogramming typically helped for two to three weeks, but the patient¿s most recent reprogramming did not help for more than 24 hours. Almost four years later, the patient reported that her ins¿s ¿quit working,¿ so they were replaced with only one ins. The extensions were replaced as well. By ¿quit working¿ the information reasonably suggests the patient was referring to the return of shaking. Refer to manufacturing report #3004209178-2009-03604 as the patient had the left side implantable neurostimulator (ins) replaced prior to the loss of effect because of a fall and shocking.

Manufacturer narrative:
Product ID 7426, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2010 (B)(6); product type implantable neurostimulator product ID 7482a51, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2010 (B)(6); product type extension product ID 3387s-40, lot# v052172, implanted: 2008 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2010 (B)(6); product type extension product ID 3387s-40, lot# v052172, implanted: 2008 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported that patient did not have concerns with their device or therapy, and it was noted that the patient needed a new manual.